Manufacturer narrative:
Although the exact age of the patient was not reported, the patient was reported to be over the age of 18. (B)(4). A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the working channel sleeve protruded. A functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the small knob was turned in the counterclockwise direction and the large knob was turned in both directions. A functional assessment for visualization was performed. The reported complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a spyglass procedure for unclear biliary stenosis performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the picture blacked out. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.